Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four staplers jammed during a procedure. Another stapler from different lot was opened to complete the case. There was no patient injury.